Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was duplicated and attributed to the monitor board. The monitor board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device delayed upon power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.